Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. It was also alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: on examination, the keypad cover was intact and without damage. All keypad buttons demonstrated normal response. There was no damage, defect or contamination of the button contacts. Investigation did not duplicate the keypad complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with confirmed moisture ingress into the pump¿s interior compartment evidenced by moisture corrosion on the keypad connector and the display board.